Manufacturer narrative:
Model number/catalog number: sc-2352-50; serial number: (B)(4); batch/lot number: 17204409; model/catalog description: linear 3-4 lead 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure.